Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. D4: batch #t5en6j. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. One possible cause for this condition may be the exposure of cleaning solution. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2020

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional was requested and the following was obtained: did the device deliver any staples? No. Did the device cut? No, the device cannot be used. Was there any difficulty opening the device? No. Or, was the battery pack damaged? No. Did the battery pack generated abnormal heat? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure of an anastomosis during a bypass procedure, there was a battery issue. No patient consequence.